Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant detect feature of the implantable pulse generator (ipg) did not complete automatically which lead to incomplete information on home monitoring reports. The feature was completed manually and the device remains in use. No patient complications have been reported as a result of this event.